Event description:
It was reported that the ilet user overfilled insulin cartridges and attached the cartridge and connector outside the pump, which led to difficulty locking the connector and leakage; the agent provided education and guided a cartridge and connector change, with connector lot 36280 and cartridge lot 36543 documented. No reported symptoms. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education regarding proper cartridge fill volume and correct connection procedure within the pump. Investigation of this case revealed improper use and incorrect deployment of the infusion set and connector, consistent with user technique issues affecting the cartridge and infusion set components. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect preparation and connection.